Event description:
Pt implanted several years ago at unk hospital with unk implants for a left midshaft humeral fracture. The pt was later revised to synthes hardware. Pt was implanted on an unk date with a 4.5mm narrow lcp plate, 4.5mm cortex screws, 4.0mm locking screws and 5.0mm locking screws. Pt fell and broke the plate and two 4.5mm cortex screws and one locking screw, either the 4.0mm or 5.0mm locking screw. The exact screw is unk. A plate and seven screws were removed on (B)(6) 2012. The head of two 4.5mm cortex screws were removed and the shaft was left in the bone and either the 4.0mm locking screw or the 5.0mm locking screw head was removed and the shaft was left in the bone. Pt has a non-union and was not revised to any additional hardware. Surgeon plans to revise pt at a later date. This is the 4th of 4 reports submitted on this event.

Event description:
Patient was implanted on an unknown date with a 4.5mm narrow lcp plate, 4.5mm cortex screws, 4.0mm locking screws and 5.0mm locking screws. Patient fell and broke the plate and two 4.5mm cortex screws and one locking screw, either the 4.0mm or 5.0mm locking screw. The exact screw is unknown. A plate and seven screws were removed on (B)(6) 2012. The head of two 4.5mm cortex screws were removed and the shaft was left in the bone and either the 4.0mm locking screw or the 5.0mm locking screw head was removed and the shaft was left in the bone. The surgeon reported the failure was not the plate: the failure was that the bone did not heal. All plates will break eventually if the bone does not heal.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Information received from surgeon.

Manufacturer narrative:
Unable to determine which screw broke, either the 4.0mm locking screw slf-tpng with t25 stardrive recess 30mm or the 5.0mm locking screw slf-tpng with t25 stardrive recess 30mm. Unable to determine which screw broke, either the 02.204.030 (4.0mm locking screw slf-tpng w/t25 stardrive recess 30mm) or the 212.209 (5.0mm locking screw slf-tpng w/t25 stardrive recess 30mm). The 510(k) number is either k000066 for catalog # 02.204.030 or k000682 for catalog # 212.209. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.